Event description:
During an attempt to treat a lesion in the sfa to popliteal artery using in.pact pacific balloon catheter, it was reported that balloon twist occurred. The device was prepped per IFU with no issues noted. There was no resistance encountered while advancing the device, no excessive force used. The procedure was completed with another in.pact pacific. No injury to patient or clinical sequelae reported.